Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that 10 infusion sets leaked at site. No further information available.